Event description:
It was reported that during a prostatectomy robotic laparoscopic procedure, after docking, while awaiting for a restart of another arm, there was an alarm of instrument error for the monopolar curved shears (mcs). The mcs was removed and reattached, but the issue still persisted. It alternates between losing and regaining contact. The sterile interface module (sim) was replaced and the same instrument was inserted, but the issue still persisted. The mcs was replaced with a new one which resolved the issue. There was no injury to the patient. Total delay in performing surgery was 30 minutes.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported sterile interface module and the associated device logs. Evaluation of the logs indicated that a monopolar curved shears was connected to the sterile interface module (sim) that was attached to arm cart assembly 4. An error code for 'instrument usage read write sequence failure' was triggered twice while the instrument was attached, indicating instrument connectivity issues. The error code reports an error message stating, "caution: instrument error. Detach instrument, clean and dry attachment contact surfaces. If error persists, discard instrument.". The sim was then replaced with another one. Visual inspection of the sim noted it was returned dry with no corrosion noted on the electrical contacts. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim and all pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand and the 1-wire ID was read and displayed "pass". The serial number was read from the device. During the first two tests it displayed "fail". During the third test it displayed "pass". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 continued: product ID: mrasc0002, sn - (B)(6); product ID: mrasi0001, sn - (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy robotic laparoscopic procedure, after docking, while awaiting for a restart of another arm, there was an alarm of instrument error for the monopolar curved shears (mcs). The mcs was removed and reattached, but the issue still persisted. It alternates between losing and regaining contact. The sterile interface module (sim) was replaced and the same instrument was inserted, but the issue still persisted. The mcs was replaced with a new one which resolved the issue. There was no injury to the patient. Total delay in performing surgery was 30 minutes.